Event description:
The customer tested his blood glucose using his two contour meters and received readings of 300 and 128 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.